Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate on multiple occasions. The customer did not have additional supplies at the time of report to change the cartridge. At the time of report, the customer's blood glucose (bg) level was 360 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer declined troubleshooting for the bg level.